Event description:
Related manufacturer report number: 2916596-2021-07412. It was reported that the patient's driveline had tears. There was also a small tear found on the patient's white battery lead cable. The ventricular assist device (vad) and equipment were functioning as intended. The both areas were wrapped with rescue tape.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable on the system controller was unable to be confirmed. The heartmate 3 system controller (serial number:(B)(6)) was not returned for analysis and no images were submitted for review; however, a log file ((B)(4)) was submitted for review with events spanning approximately 4 days ((B)(6) 2021 per timestamp). There were no notable events active in the log file. Multiple good faith efforts were sent asking if any equipment was exchanged, if any product would be returned for evaluation, and if any images of the reported tears/damage could be provided. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.